Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is:(B)(4).

Event description:
A facility representative reported an during an intraocular lens (iol) implantation procedure, the lens would not advance and doctor thought it was scratched. There was no patient contact. The procedure was completed. Additional information has been requested.